Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and ongoing blood glucose (bg) level of 519 mg/dl. Customer¿s bg was treated intravenously with saline, fluids with electrolytes and insulin. Reportedly, customer left the ER five hours later with the issue resolved and no permanent damage. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.